Event description:
As reported by the edwards field clinical specialist, the sapien valve was positioned 50:50 across the native aortic annulus but during deployment shifted slightly aortic to a 60:40 position, resulting in a moderate paravalvular leak (pvl). Post dilatation of the valve was performed with 1cc added to the inflation device. However, the pvl did not resolve so a second sapien valve was placed slightly more ventricular, which reduced the pvl to trace. The native annular diameter was 21mm by tee. The native aortic valve was moderate-severely calcified. There was no mitral annular calcification (mac). The patient's ejection fraction was 65%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During valve deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the aortic shift during deployment was caused by combination of a small septal bulge and left ventricle outflow track (lvot) calcification.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per the implanting physician, a small septal bulge and lvot calcification caused the aortic shift during deployment and subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.